Event description:
End user is reporting that the chair sat for a period of time with no use; he has had it for about 8 months. He went to use it today and the metal poles have worn through the feet. Poles are rusted and it is scraping the tile.